Event description:
It was reported per field service report: pump was on patient symptom - lost all waveforms/signals after "standby" for a long period of time. Also reading low helium readings. Findings/actions taken: could not reproduce symptom. Found less than 20 minutes battery run time after 2 minute run time, followed by power off then on. Replaced battery and front end board printed circuit board. The pump was exchanged off the patient. There were no patient complications, injury, or death. The patient outcome is "fine."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.